Manufacturer narrative:
One component lot number was identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the review. The product was released according to the MFR¿s acceptance criteria. The root cause is unk at this time. (B)(4).

Event description:
A customer reported a light pimp would not fit into the trocar cannula during a procedure. The issue remained after switching cannulas. The case was completed following a 20 minute delay. There was no harm to the pt.